Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection showed that the male luer shaft is blocked with a broken off post of another luer activated device. Functional testing was performed and revealed a blockage downstream from the bifurcated y. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set with one-link needle-free IV connector would not flow from the y-site during infusion due to blockage. Fentanyl was being infused in port 1 and total parenteral nutrition in port 2. The set primed fine and was attached to a small bore extension set and a peripherally inserted central catheter. There was no patient injury or medical intervention associated with this event. No additional information is available.